Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the cam/gear assembly and performed verification/release testing. The unit operated to the manufacturer's specifications. The saw drive components were worn due to lack of preventive maintenance (pm) and lubrication. Per the instructions for use, the saw must have a pm every six months for optimum operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #182800-2016-00224.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam/gear assembly of the sternal saw has faulty bearings (does not rotate smoothly). There was no patient involvement.